Event description:
Complainant alleged that while attempting to treat a pt, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.